Event description:
A caller reported encountering a cgm error, specifically error 42, related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.